Manufacturer narrative:
The customer reported that while a patient was connected to a qube bedside monitor, they lost monitoring at the bedside. Spacelabs healthcare technical support advised the caller to reach out to their internal team to resolve. In a later call, the customer confirmed the issue was resolved, however further details were unknown. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that while in use, the qube bedside monitor displayed an error message "no signal" on the bedside monitor. There was no patient or user harm associated with this event.